Manufacturer narrative:
Although the initial investigation was unable to conclude an absolute root cause for this incident, a CAPA was opened to identify and address the potential cause of safety shield disengagement based on production waste analysis and an r&d memo indicating to initiate a project to further improve on safety shield disengagement complaints. The CAPA # is (B)(4). This information was not included on the initial MDR that was submitted on 12/16/2015 nor on the supplemental MDR submitted on 1/6/2016. Additionally, as stated previously, representative samples have been forwarded to o ur manufacturing site in tuas, singapore for further review. Upon completion of the second investigation, a third supplemental report will be filed.

Manufacturer narrative:
Results: a secondary evaluation was performed by the manufacturing site in (B)(4). From the (B)(4) opened package samples and (B)(4) unused samples, the reported nonconformance of safety shield not covering the needle was not observed. As previously reported, a review of the device history record revealed no irregularities for the reported lot # 5197384. Conclusion: an absolute root cause for this incident cannot be determined as the evaluated samples and device history recorded revealed no irregularities.

Manufacturer narrative:
Results: 300 unused samples were returned for evaluation. 30 of these samples were evaluated by attaching the units to a bd 1ml luer lok syringe, removing the shield, and activating the safety mechanism. There were no issues following instruction for use, no safety cover activation failure occurred, and the needles were properly covered once the safety cover was locked in place. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5197384. Conclusion: an absolute root cause for this incident cannot be determined as the evaluated samples and device history recorded revealed no irregularities. However, our quality engineer at bd corporate headquarters in (B)(6) states that based on the manufacturing site's request, representative samples will be forwarded to (B)(6) for further review. Upon completion of the second investigation, a second supplemental report will be filed.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using a 25 g x 1" bd eclipse¿ needle, the safety mechanism was engaged but did not cover the needle resulting in a needle stick injury to the clinician. The clinician was evaluated by employee health and received routine post exposure lab work. There was no prophylactic treatment provided.